Event description:
Voluntary medwatch received states that right ventricular (rv) lead exhibited high capture thresholds which caused increased power consumption on the pacemaker. No intervention was performed. There were no patient consequences.